Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Two lead fragments were received for analysis. The performance of the lead fragments were scrutinized. The analysis revealed multiple signs of wear along the lead fragments. The steroid collar revealed signs of abrasion. Additionally the distal and the proximal shock coils were found deformed. These damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement during a device change-out due to eri status there were no adverse patient events reported. Should additional information be received, this file will be updated.